Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. The pse found that the unit would need a new power switch overlay. The customer was advised to replace the power switch overlay. The fse performed follow up efforts and the customer confirmed that the power switch overlay was replaced to resolve the reported issue. The customer confirmed that the unit has been put back into service.

Event description:
The customer reports alarm led failure; error code 1105. The customer reported there was no patient/user harm reported.